Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of severe chest pain. The right atrial (ra) and right ventricular (rv) lead were repositioned but the patient continued to complain of chest pain. When the rv lead was repositioned the patient became diaphoretic and blood pressure dropped. The rv lead was removed and a pericardial effusion was noted. The physician decided to also remove the ipg and ra lead. No further patient complications have been reported as a result of this event.